Event description:
It was reported that a pump powered on without user input. The device was then programmed to deliver blood to a pt. The customer stated that during the infusion, the pump stopped infusion without user input.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and the unit was tested for 48 hours using the parameters found in the history log during the last blood infusion and no occurrence of unintended power on or off was observed. Review of the history log shows multiple downstream occlusion alarms occurred during the last blood infusion segment, with the last occurrence followed by a pump stop and a pump off.